Event description:
Un-deployed stent left behind post attempting stent placement during a left heart coronary stenting procedure. Cardiologist not able to deploy stent, after retrieving catheter, noticed stent not visible on the catheter.